Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with septicopyemia. As the patient was to end-stage for therapy, the patient was transferred to hospice care where they later died. A cause of death of end-stage heart failure was provided. The patient was a participant was a participant in the (B)(6) clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that per the investigators opinion the event was not related to the device system.